Manufacturer narrative:
Event date: (B)(6) 2014. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported during a procedure that a shaft break occurred. A guidezilla extension catheter was selected and during an unspecified time during the procedure the shaft broke while outside of the patient¿s body. The device was exchanged for a 6f non bsc catheter. No patient complications were reported.